Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred; cause unknown. Reportedly, the customer primed the tubing and resumed insulin delivery. Additionally, it was reported that the insulin gauge was incorrect. Customer loaded a new cartridge to address the issue. The customer's blood glucose level ranged from 135 mg/dl to 197 mg/dl.